Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that approximately four months post implant of two xience stents in the mid left anterior descending artery, the patient began experiencing chest pain and had a positive functional stress test. The patient's target vessels were revascularized with xience stents on (B) (6) 2008. There were no reported adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): the second xience v rx 2.5 x 28mm (part#1009527-28/lot#unknown) mentioned is being filed under the same manufacturer number. In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, restenosis, and hospitalization are listed in the risk assessement matrix as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.